Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. Wash your hands with anti-bacterial soap before handling the infusion set and thoroughly clean the insertion site on your body to avoid infection. Contact your healthcare provider if you have symptoms of infection at your insulin infusion site.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of approximately 50 mg/dl. Reportedly, the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. Customer called 911, requiring assistance from ambulance personnel who administered dextrose and transported customer to the emergency room. Customer was subsequently admitted to the hospital and treated with intravenous (IV) fluids of saline and "another fluid through IV to resolve issue, customer unsure of name of fluid". Customer was discharged 2 days later with the issue resolved and no permanent damage. Tandem technical support educated the customer on insulin labeling.